Event description:
The physician was not able to connect the lead into the connector from the stimulator. The lead did not fit properly. A new neurostimulator was used. There were no pt injuries.

Event description:
As reported: after opening the pressure monitoring set (protection label), they realize that the tubing is damaged. The tubing was pressed and cut.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete double dpt - vamp adult kit without original package. Kit was not used. IV tubing was completely cut at middle of IV set. IV tubing also appeared crushed at the cut. It was most likely that the tubing had been crushed and cut with impact and heat. This damage appeared consistent with the damages that occurred during packaging process. No other damage was observed from the kit. Damage occurred on IV side of the kit. (B) (4)